Event description:
A home patient contacted baxter's technical servic center regarding a system error 2240 messge that appeared on the display of the home patient's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of the homechoice set without pausing therapy. The home patient returned, reconnected to the setup and received the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.